Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: stomach pain. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-004: improper test method note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer stated his stomach hurt; customer did say when he has consumed too much sugar his stomach hurts. Medical attention was not needed at the time of the call. During the call, a back-to-back blood test was performed by the customer and produced e-2 error messages using true metrix meter. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 05/14/2026 and open vial date is 09/24/2024.